Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient experienced multiple adverse events, including headache, fatigue, loss of appetite, infusion site pain, infusion site rash, adhesive tape allergy, weight loss, catheter site-related reaction, device dislodgement, wireless communication issues with the device, and overall dissatisfaction with the device. The patient began therapy with remodulin (treprostinil sodium, concentration 10.0 mg/ml) delivered via the remunity [self-filled] pump. The reported dose was 0.03125 g/kg, administered continuously via the subcutaneous (sq) route using a self-filled cassette containing 1.9 ml at a rate of 19 l per hour.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.